Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-apr-2023. H6: investigation summary a complaint of secondary set not dripping was received from the customer. A sample was returned for investigation. Through visual inspection, no defects or damages were observed on the set. The set was primed with no flow issues noted. The sample was attached to a primary set (2420-0500) and an infusion was performed at a rate of 250 ml/hr. No issues were observed during infusion. The defect could not be replicated. A device history record review for model 10014881 lot number 22109185 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined and the defect was not able to be replicated.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we have had several tubing issues.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite low sorbing secondary set the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we have had several tubing issues.